Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue reported that the monitor was flickering in normal operating mode and in service mode. The stm began by disassembling the monitor and all cable connections between video receiver board and lcd, then cleaned and re-seated. The coiled cable was also re-connected and issue was resolved. No re-occurrence of issue. The completed a full pm with full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm). The screen in the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10, h11 corrected field: g3.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm). The screen in the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.